Event description:
It was reported that the ilet screen was unresponsive and the user could not access the unlock function to deliver insulin, after which a restart restored normal function; the user¿s blood glucose was 247 mg/dl and they transitioned to backup subcutaneous insulin therapy. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention other than switching to backup therapy and no hospitalization. Investigation included customer service troubleshooting and user education, including device restart, shutdown instructions, return logistics, and data management guidance. Investigation of this case revealed the device resumed normal operation after restart and that the user would return the device and initiate replacement setup. It was concluded that the event involved a temporary screen unresponsive condition with hyperglycemia without symptoms, resolved by restart and backup insulin use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.